Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged. An x-ray confirmed the lead dislodgement. The physician explanted and replaced the ra and rv lead. The patient was stable before, during, and after the procedure.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged. Programming changes were made to address the issue when first discovered. An x-ray confirmed the lead dislodgement. The physician explanted and replaced the ra and rv lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Correction: section b5, "programming changes were made to address the issue when first discovered" should have been mentioned previously.